Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. The system operates as intended.

Event description:
The customer reported the system displayed an overload fault and shut down on its own. No patient injury was reported.